Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the stent was returned for analysis. The reported device damaged by another device was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after deployment of the xience xpedition 2.50 x 23 rx stent, interaction with the guide wire resulted in the guide wire becoming caught on the deployed stent. Manipulation while removing the guide wire resulted in the noted stent damages (stretched, mangled) thus resulting in the reported device damaged by another device as the stent was pulled into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The unknown allstar guide wire, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
Subsequent to the previously filed medwatch report, the unknown guide wire was confirmed to be an all star guide wire but the hospital was unable to provide further information such as part and lot number.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery that was mildly tortuous and heavily calcified. After deployment of the xience xpedition 2.50 x 23 rx stent, while removing the guide wire, the deployed stent also came out with the wire. Another device was used and deployed to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.